Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'unspecified error' was not reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed unspecified error before use at the rehabilitation department. There was no patient involvement. No additional information is available.